Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the breakage surface of both screws showed arrest line, which are indications of a fatigue fracture due to dynamic bending forces. The most likely cause of this is delayed or missing bone infusion, which can result in breakage of the implant. The manufacturing documents were checked and found to be according to specification and valid at the time of production. There are no indications for material or manufacturing defects found. No other similar incidents have been reported concerning this batch. The breakage of the screws is most likely related to patient condition. No corrective action is required.

Event description:
Country of complaint: (B)(6). Screws (2) broke at the moment of patient fixation.